Event description:
On (B)(6) 2013 leica biosystems received information from a customer while on site performing application support that a rebiopsy of one specimen was required. On (B)(6) 2013 leica biosystems received information from the customer that a stomach biopsy had to be recollected. If further patient identifier information is obtained a follow up report will be submitted. Please refer to MFR. Report # 8020030-2013-00032 for information related to the instrument and initial complaint.